Event description:
Name of procedure being performed: unknown. Detailed description of event: facility: [name] hospital. Subject of complaint: there was resistance when pulled the handle. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when the surgeon collected the tissue in the bag and pulled the handle, it was harder than usual, so when he pulled the handle with force, the bead came off. It has been confirmed that there are no dropouts or remnants. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The bead was returned (pic.1). The bag was not returned. The unit will be returned to [facility] for further evaluation. Admin# (B)(4). Components available for return: 1 introducer, 1 package, 1 bead. Additional information received via email 27apr2022 from [name], [facility] ra/qa. Unknown if the bead detached from the bag but remained on the string. Unknown if the bead detached from the bag and string. From the information that "it has been confirmed that there are no dropouts or remnants", we assume that the bead component separate outside the patient. Patient status: no patient injury. Type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event: facility: [name] hospital. Subject of complaint: there was resistance when pulled the handle this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when the surgeon collected the tissue in the bag and pulled the handle, it was harder than usual, so when he pulled the handle with force, the bead came off. It has been confirmed that there are no dropouts or remnants. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The bead was returned (pic.1). The bag was not returned. The unit will be returned to [facility] for further evaluation. Admin# (B)(4). Components available for return: 1 introducer, 1 package, 1 bead. Additional information received via email 27apr2022 from [name], [facility] ra/qa. Unknown if the bead detached from the bag but remained on the string. Unknown if the bead detached from the bag and string. From the information that "it has been confirmed that there are no dropouts or remnants", we assume that the bead component separate outside the patient. Patient status: no patient injury. Type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag and the cord loop. Visual inspection confirmed the complainant¿s experience of bead detachment. No non-conformances were observed on the returned bead. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.